Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump screen had scratches on it and the customer can hardly saw the screen. The customer¿s blood glucose was 5 mmol/l. The customer stated that the insulin pump was working fine it was really scratched up, she stated it was due to the screen protectors was not work. The troubleshooting was performed for damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or partial display noted. The insulin pump passed the self test and the displacement test. The insulin pump was received with minor scratched lcd window. No crack on the lcd window noted during physical inspection. (B)(4).